Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump did not recommend the accurate amount of units to be delivered during bolus and basal delivery. Blood glucose was 500 mg/dl and a bolus was delivered to address bg. Contact declined tandem technical support's offer to perform a pump system check.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified and a different issue was identified.